Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No rewind anomaly noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump did not rewind. Mother stated that this has happened many times before and it is now entirely stuck. Customer¿s blood glucose reading was noted to be 163.8 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.